Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited a lead safety switch (lss) due to a right atrial (ra) pace impedance measuring less than 200 ohms. Additionally, there were stored episodes of noise and oversensing. No adverse patient effects were reported. At this time, the physician plans to continue to monitor this patient quarterly via remote monitoring. This product remains in-service.